Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device does not recognized door being open. The cause was identified to be upper hook switch was stuck inside. The upper auxiliary which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device did not recognize the door being open. No additional information is available.